Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® serum plus blood collection tubes, the cap of an unspecified number of tubes becomes loose and comes off. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 29-oct-2025 investigation summary bd received 4 samples(2 from each lot #) and 2 photos for investigation. The photos were reviewed and stopper pop off could not be observed. The four customer samples were subjected to functional testing for stopper function. All 4 samples were unable to draw any fluid. It is unknown if these samples already had their caps removed prior to sending to bd; therefore the functional testing was inconclusive. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2 it was reported while using bd vacutainer® serum plus blood collection tubes, the cap of an unspecified number of tubes becomes loose and comes off. No adverse impact was reported regarding the patient or user.